Event description:
Reporter watched the heart surgery video of family member. The surgeon inserted first stent with balloon in an artery with 85% blockage. The surgeon then inserted the second stent with balloon in another small artery. There was no problem. When the surgeon inserted the third stent with balloon in another larger artery, the balloon did not inflate and the artery broke, as it was calcified. The surgeon tried to repair the damaged artery, but the fluoroscope shut down at this time and started functioning after 1/2 hour. During that time the pt was put on artificial respiration. However, the pt died due to blood loss.